Event description:
The customer called and reported experiencing high blood glucose of 22 mmol/l. The customer also stated her insulin pump was exposed to moisture and had alarmed with a button error. Customer stated insulin began to squirt out of the insulin pump. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.